Manufacturer narrative:
This report is submitted on march 08, 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with a new cochlear device during the same surgery.